Event description:
It was reported that at pump explant, the pump came out in two pieces. The hcp was uncertain if the catheter access port was detached prior to the explant or if the explant caused the separation. The pump was replaced due to "nearing end of life". The hcp's technique was to make a small incision to remove the pump; he then "pops" it out of the pocket. The patient reported no change in symptoms prior to the explant. As far as the reporter knew, the patient was doing well with his newly replaced pump.

Manufacturer narrative:
(B)(4): the pump was returned in two pieces. Analysis of the pump revealed the exterior of the pump had an insufficient bonding of the catheter access port (cap) and the cap was completely detached.